Event description:
During a routine whole body acquisition, a step stool was inadvertently left in the path of a device 1000 nuclear medicine system while the detector head was being rotated at the foot end of the table. The grab bar of the step stool prevented detector head rotation, causing the gantry to lift off its track and tip over in a forward motion, striking and fatally injuring the pt. No malfunction or defect of the device was indicated.